Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.0 cm diameter abdominal aortic aneurysm. The investigator reported that the patient expired due to an unknown cause.

Event description:
Additional information was received for this case. Per the investigator the cause of the patient's death was due to chest infection. The patient's death was not related to device and not related to the procedure.